Manufacturer narrative:
As reported, 3dmax mid mesh ¿broke¿ during robotic surgery. The subject device has been discarded by the user facility and not available for evaluation. Review of in vivo photo provided finds that the 3dmax mid mesh is not visible in the image but there is a piece of the mesh edge seal that has torn free from the mesh and is being held by surgical graspers. Photo does not assist in determining root cause, no conclusions can be made. However, as this was not reported as an out of box issue it is possible that forces applied during deployment into the abdomen may have contributed to the issue that presented. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a robotic hernia repair procedure, the 3dmax mid mesh broke inside the patient's body. It was reported that 8 mm trocar was used. Another 3dmax mid mesh was used to complete the procedure. There was no patient injury.